Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Precision clean toothbrush fell apart [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2018 that while brushing that day with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean fell apart. She reported the brush head was from an 8 count package, and this had happened only once. She was not able to scratch off the gray logo. No symptoms were reported. The consumer had previously used this exact version of the product. No further information was provided.

Manufacturer narrative:
14-feb-2018 product investigation results: reporter returned toothbrush head on 08-feb-2018. Toothbrush head confirmed to be counterfeit.

Event description:
Precision clean toothbrush fell apart [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2018 that while brushing that day with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean fell apart. She reported the brush head was from an 8 count package, and this had happened only once. She was not able to scratch off the gray logo. No symptoms were reported. The consumer had previously used this exact version of the product. No further information was provided.